Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient, event, and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number 1627487-2020-02882. Related manufacturer reference number 1627487-2020-03136. It was reported that patient underwent surgical intervention wherein the entire system was explanted. The reason for the explant is unknown.